Event description:
It was reported that the patient had the 14 mm x 20 cm ambicor penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the ambicor was removed as the device was no longer cycling. No issues were reported following the surgery.